Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. The insulin pump had a cracked case at the display window corner, a cracked display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the act button on the insulin pump is not responding and the display is not clear. It was stated that the device was exposed to sweat. Blood glucose value was 8.1 mmol/l. The insulin pump would be replaced and returned for analysis.